Event description:
Patient at risk for falls has bedcheck on and direction to ask for assistance with getting out of bed. Patient attempts to get out of bed to commode and falls onto knees. Bedcheck did not alarm. No injury to patient.